Manufacturer narrative:
Wavewriter alpha 32 ipg kit: investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Linear st lead kit 70 cm: investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Lead extension kit 25cm: investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Clik x anchor sterile kit: investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient developed an infection at the pocket site. Symptoms of felt weak and nauseated were noted. The physician confirmed that the infection was not device related. The patient was administered with antibiotics and was doing well post operatively. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two weeks ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7108234 UDI:(B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7105558 UDI:(B)(4). Product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6). Batch: 7074270 UDI:(B)(4). Product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6). Batch: 7074238 UDI:(B)(4). Product family: scs-lead fixation. Upn: m365sc43180 model: sc-4318 batch: 36655647 UDI: (01)08714729905318(17)270605(10)36655647

Event description:
It was reported that the patient developed an infection at the pocket site. Symptoms of felt weak and nauseated were noted. The physician confirmed that the infection was not device related. The patient was administered with antibiotics and was doing well post operatively. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted device components were not returned.